Event description:
On (B)(6) 2024, the patient reported that one of their leads had become detached because it was broken. They stated the broken lead was still inside of them. It was not specified which of the two leads was the lead that broke and became detached.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-dec-2017, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 06-feb-2018, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.